Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found pitting on the interior surface of grater. Additionally, in the interior surface of the shell is darker than when first distributed. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the acetabular reamers were damaged and will be returned to be analyzed. The 74 mm reamer has a stain marks on the inside. The hospital used neutral ph.